Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing causing the customer's blood glucose (bg) level to increase to 321 mg/dl. Bg level was addressed by administering a manual injection. A new cartridge from a different cartridge box was loaded onto the pump to address the issue.